Event description:
It was reported that an asymptomatic patient presented in the or for change out due to normal eri. An insulation abrasion distal to the yoke and proximal to the suture sleeve was observed upon explant. The lead was capped and replaced.

Event description:
It was reported that asymptomatic patient presented in the ER for a normal follow-up. No electrical anomalies were detected. During explant, externalized conductors were observed, at the distal yoke and proximal to the suture sleeve. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.

Manufacturer narrative:
External insulation abrasion was noted at 11.5-12.1cm and 12.7-12.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 15.8-16cm a nd 37-38.2cm from the distal tip, consistent with lead friction to another device. External abrasion was noted at 44.9-45.6cm from the distal tip, consistent with lead friction to the ICD can. The efte coating was intact at these locations..